Event description:
The reporter stated that the surgeon inserted a toric silicone plate lens model aa4203tl in patient's eye with no damage to the lens however, upon rotating the lens in place the patient's capsule tore. It was reported that there was no lens damage. The capsule tear was due to the surgeon and patient anatomy which was weak after the removal of the cataract and I&a. The surgeon enlarged the incision to remove the lens, which was discarded in or. A vitrectomy was performed and a lens was put in the sulcus and a suture was used. The reporter clarified that it was not due to the lens it was due to the surgical technique and patient's anatomy.